Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an unknown procedure performed on (B)(6) 2014. According to the complainant, the patient was noticed to have a suburethral small mesh exposure on (B)(6) 2014 which was surgically trimmed on the same day. On (B)(6) 2014, postoperative review was done and the patient was still in pain with persistent mesh exposure. Consequently, local anesthetic injection was given at tender point and sutured the two exposed sites. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.